Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Alleged failure: the units are smoking & the buttons won¿t turn off the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing prolonged auto activation burning plastic near the contact leads. The lot number on the returned product (24261fg2) does not match the complaint because no lot number was originally provided. However, the failure mode reported is consistent with the returned device for this event. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device emitted smoke.